Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning , which is user error/misuse/abuse. Additionally, a review of the device history was performed and no non-conformance's were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor of the battery reciprocator device did not work, had no connection and no power. During in-house engineering evaluation it was determined that device was running intermittently. It was noted that there was an unknown liquid inside the device, and the electronic control unit (ecu) contacts for the battery, the gear box, and housing were corroded. It was further determined that the device failed pretest for check the oscillation frequency. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.